Event description:
An ophthalmic surgeon reported that before implanting the intraocular lens, a piece of metal was noticed in the corneal wound and it could not be removed with forceps. The ophthalmic surgeon indicated add'l surgery to remove the metal will not be performed and that the pt is doing fine. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).